Event description:
Intersect ent was notified on (B)(6) 2013, of a pt that was reported to have experienced "severe scarring" approximately two months following sinus surgery and placement of propel.

Manufacturer narrative:
The company has made multiple unsuccessful requests for add'l info regarding the pt's medical history and current status, the event, and the device. (Note that the device cannot be returned for evaluation because it is a resorbable drug-eluting sinus stent.) The company has reached out to the surgeon to request add'l detail regarding this event, but has not rec'd any add'l info at this time. The surgeon indicated that he believes the pt will need revision surgery, but it is unk at this time, whether the pt has had or will have revision surgery or whether the pt rec'd any other treatment. Due to the limited amount of info that the company currently possesses regarding this reported event, it is not possible to perform a full causation assessment at this time. It remains unk what role, if any, propel played in this event. This report will be supplemented as necessary as add'l info is rec'd.